Event description:
The customer stated that he tested his blood glucose and received back to back readings of 301, 124, and 118 mg/dl. The diffrence between the first reading and the last two readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for eval, and replacement strips will be sent.